Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was explanted.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg pocket was opened and swiped for suspected infection and debrided and irrigated.